Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that she wore the insulin pump while on the treadmill. Blood glucose level at the time of the incident was 97 mg/dl. The customer was advised that the insulin pump would be replaced but did not return the device for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarms were noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, a cracked display window and a stripped battery cap coin slot.